Event description:
According to the reporter, the trach tube was placed and anesthesia vent circuit was connected. The patient was not able to be ventilated, and there was no end tidal co2 and the patient experienced transient 02 desaturation. Trach tube was inspected and confirmed to be in correct position in the trachea with balloon inflated. Attempted to ventilate the patient through this tube but continued to be unsuccessful. The trach tube was quickly removed and a reinforced ett was immediately placed into the tracheal stoma successfully leading to the ability to ventilate the patient. The patient's 02 saturation quickly improved to baseline. At this time, a new and different trach tube was successfully placed and connected to the vent circuit without issue. The device was inspected and the inner cannula of this tube appeared to be severely damaged/kinked that led to inability to ventilate the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.